Event description:
According to hospitalpersonnel, patient was scheduled for revision arthroplasty due to cement failure. Femoral component was removed from femoral canal with no resistance. Upon inspection by surgeon a break 3/4's of the way down the stem was noted. Prosthesis was retained by hospital. Patient received prosthesis in total hip arthroplasty un 1981. Developed pain after eight years dictating need for revisiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.